Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump, while connected to the patient, siphoned the secondary fluid bag (cisplatin chemotherapy) into the primary fluid bag (0.9% normal saline) and not to the patient. The primary bag was hanging lower than the secondary chemotherapy infusion bag and the secondary infusion bag was nearly empty when it should not be. The nurse noted that usually the primary bag is clamped and hung lower than the secondary to prevent this from occurring, however this time the nurse did not set up the infusion that way. It was also noted that the drip rate did not match the ml/hr rate entered into the pump (programmed amount and delivery rate unknown) for the secondary rate and the primary bag was full of fluid. The patient's treatment was completed from both the primary and secondary bags. After noticing that the secondary bag was empty, the nurse removed the tubing from the pump and placed into another pump. The event happened during delivery at the infusion center/ outpatient center for chemotherapy. The patient experienced no adverse reactions from the reported event, was unaware of the event when it was occurring and there was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information a2: years. Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver within specification during flow testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. The event history log (ehl) review was performed and revealed that on the customer-reported event date of (B)(6) 2020 a secondary infusion was programmed at 325 ml/hr. The compatible baxter IV sets list, a secondary infusion above 300 ml/h may cause fluid to siphon from the primary container. The customer also stated that the primary container was not hung below the secondary container and the primary line was not clamped during the infusion. The sigma spectrum operator's manual which is shipped with every spectrum device instructs the user to "lower the primary bag by fully extending the hanger." When setting up a secondary infusion. It also provides step by step instruction for the proper set up of an infusion with the device. An IV set setup for secondary infusion enters the primary line via y-site prior to entry into the pumping channel. Fluid transfer from the secondary to primary bag may have several potential causes related to infusion setup. These setup factors are not related to spectrum infusion pump function and the device was found to operate within specification with regards to flow accuracy and no back-flow from the pump to the line was experienced. The pumping mechanism pulls fluid from the supply above the device and does not facilitate any interaction between primary and secondary fluid supplies. The pump was found to function as intended and no pump correction is required. No correction is required. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.